Event description:
Wound infection post surgery. There were 2 patients involved. Both of them were explanted and reimplanted.

Event description:
Wound infection post surgery. There were 2 patients involved. Both of them were explanted and reimplanted.